Manufacturer narrative:
N/a.

Event description:
The following has been reported: error id01: oft e01 motor rotation. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. 4 technical error 01 were found which confirms the reported event. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the motor has been replaced, that solved the issue the motor sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. Cross tests were performed and the reported event could not be reproduced; the motor is functional. Although the reported event could not be reproduced the complaint description was confirmed by error 01 found in the log review. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.